Manufacturer narrative:
H3: the revision reported may have been the result malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear of the tibial insert. However, this cannot be confirmed as the device was not returned for evaluation and images/radiographs were unable to be obtained. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately seven years post initial left tka, the 75 yo female patient had a revision due to implant early wear of recalled poly. Patient was revised to a exactech insert. There was no breakage of device or surgical delay prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos x-rays. The device is not available for evaluation due to facility will not allow implants to be returned.